Event description:
It was reported that the patient presented to the clinic for a routine device check. Device interrogation revealed that the right atrial (ra) lead exhibited noise oversensing resulting in inappropriate mode switching and pacing inhibition. The ra lead remains implanted and will continue to be monitored. The patient was in stable condition.